Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn:m365sc8216500, model:sc-8216-50, serial:(B)(6), batch:7078312.

Event description:
It was reported that following a pocket and lead revision procedure, the patients implantable pulse generator (ipg) was unable to take a charge. It was also noted that the patients paddle lead had migrated. The patient underwent a revision procedure wherein the ipg and paddle lead were replaced. The patient was doing well postoperatively. The explanted lead was kept by the medical facility and will not be returned.

Manufacturer narrative:
Sc-1232 (sn: (B)(6)). The explanted ipg was returned for analysis. It would not charge despite the multiple charging attempts, and communication could not be established with a known good remote control (rc) or clinician programmer (cp). Therefore, the data logs could not be retrieved or analyzed, and no functional testing could be performed. The ipg was then cut open, and internal electrical measurements revealed excessive sleep current and low resistance of a node where high resistance was expected, which confirms that the application-specific integrated circuit (asic) chip is damaged. This damage is typically caused by the ipg exposure to external high voltage/high current transient sources. A labeling review was performed, and it did not reveal any anomalies. With all the available information, boston scientific concludes that the allegation of ipg would not charge after lead revision procedure was confirmed. Despite multiple attempts, the ipg still failed to charge or communicate. The investigation confirmed that the asic chip was damaged resulting in the reported allegation. Typically, this type of damage is caused by external high voltage or high current transient sources. Sc-8216-50 (sn: (B)(6)). The returned lead was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that following a pocket and lead revision procedure, the patients implantable pulse generator (ipg) was unable to take a charge. It was also noted that the patients paddle lead had migrated. The patient underwent a revision procedure wherein the ipg and paddle lead were replaced. The patient was doing well postoperatively. The explanted lead was kept by the medical facility and will not be returned.